Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident, a day after they did a set change. The customer was at 72 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering as they ate a lot of food and did not bolus, but still went low. Troubleshooting was completed but did not resolve the issue. Customer reported issues with defective infusion sets causing a car accident and an infection. The customer reported a lot of motor error and no delivery alarms. The insulin pump will be returned for analysis.